Manufacturer narrative:
(B)(4). Company representative should have been selected also.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a device check. Upon review, a battery longevity data anomaly was noted. The programmer is suspected to be the cause of the anomaly. No further information was provided.